Manufacturer narrative:
B5: information added.

Event description:
It was reported vessel perforation occurred. A left atrial appendage (laa) closure procedure was being performed. Groin access was obtained using ultrasound. A watchman fxd curve access system (was) with a non-boston scientific (bsc) transseptal device was inserted over a non-bsc guidewire and a retroperitoneal vessel perforation at the level of the iliac vein was observed. Percutaneous transluminal angioplasty (pta) of the iliac vein was performed with a 16f balloon catheter until hemostasis was obtained. The laa closure procedure was aborted. The patient was admitted to the hospital. In the physician's opinion, the vessel perforation was caused because of the non-bsc transseptal device, not the was. It was further reported the patient was discharged home. The physician plans to implant a watchman laa closure device in the future.

Event description:
It was reported vessel perforation occurred. A left atrial appendage (laa) closure procedure was being performed. Groin access was obtained using ultrasound. A watchman fxd curve access system (was) with a non-boston scientific (bsc) transseptal device was inserted over a non-bsc guidewire and a retroperitoneal vessel perforation at the level of the iliac vein was observed. Percutaneous transluminal angioplasty (pta) of the iliac vein was performed with a 16f balloon catheter until hemostasis was obtained. The laa closure procedure was aborted. The patient was admitted to the hospital. In the physician's opinion, the vessel perforation was caused because of the non-bsc transseptal device, not the was.